Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit began to get really warm and then omitted a burning smell. Further, the unit shut down.